Manufacturer narrative:
The device was returned for analysis. The reported unintended movement (clip open- establish final arm angle/efaa) was not confirmed via returned device analysis. The discrepancy between what was reported (clip open - efaa) and what was observed (no issue with the clip) was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported unintended movement (clip open ¿ establish final arm angle/efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr). The clip was advanced, grasping and leaflet insertion was confirmed; however, the clip failed to establish final arm angle (efaa) three times. The clip opened to approximately 30 degrees each time. The clip was not implanted and was removed. A total of three clips were implanted, reducing mr from 4 to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.